Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). 8015 133.6090 error. Main speaker failure. Unit was brought to biomed for the 133.6090 error. He had unit plugged in for about 15 minutes and then powered on the unit. He could not duplicate the error. I advised the biomed that this error can be due to a discarded or very low battery when the unit is turned on. Recommend to charge the battery for 16 hours and power on to see if error comes on.